Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from three different patient samples when tested on a vitros 7600 integrated system. A definitive assignable cause could not be determined. A review of historical tropl es quality control (qc) performance identified some within lab imprecision on qc levels 2 and 3. In addition, the customer does not process a control fluid with a troponin I concentration at, or below the upper reference interval (url). Therefore, the performance of the vitros tropi es reagent lot 4690 at, or below the url concentration of 0.034 ng/ml cannot be determined. A tropi es lot 4690 reagent issue could not be ruled out as contributing to the event. Within run precision testing performed was within ortho acceptable guidelines, indicating an instrument issue was not likely a contributing factor. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4690. Email address for contact office is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from three different patient samples when tested on a vitros 7600 integrated system. Patient sample 1 result of 0.064 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 2 result of 0.066 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 3 result of 0.072 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).